Event description:
It was reported that during a splenectomy procedure, the device lot # k92df locked out on the second fire and lot # k92d2f would not fire. There were no patient consequences. The surgeon ligated and cut the remaining tissue. Two devices were discarded.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.